Manufacturer narrative:
Result: siderail panels. Footboard.

Event description:
It was reported by svc report that several siderail panels were damaged. It was further reported the footboard was damaged as well. No pt involvement or adverse consequences are reported.